Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter/malfunction. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: our quality engineer was able to verify the reported complaint of a catheter tip integrity and foreign matter. It was verified through fourier-transform infrared spectroscopy the foreign matter was likely silicone on the catheter. The catheter tip integrity could be verified by sent sample but no records were found that could cause this complaint during the device history record, records of nonconformity and corrective maintenance history analysis. The foreign matter was verified by sample sent. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Based on the results of the investigations, the root cause of the defect related to this complaint was not determined due to absence of objective evidence that could cause catheter tip integrity. The root cause for the foreign matter on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter tip integrity with lot #7054851 regarding item #381112. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter with lot #7054851 regarding item #381112. Investigation conclusion: based on the results of the investigations, the root cause of the defect related to this complaint was not determined due to absence of objective evidence that could cause catheter tip integrity. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check CAPA # (B)(4).

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter/malfunction. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes. This supplemental MDR also corrects the event description. It was reported that the tip of the bd angiocath IV catheter was deformed and contained some liquid fm. No serious injury or medical intervention was reported.

Event description:
It was reported that the tip of the bd angiocath IV catheter was deformed and contained some liquid fm. No serious injury or medical intervention was reported.